Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for check your position alarm cannot be confirmed due to lack of sample. The lot number is unknown therefore a batch review was not performed. This review found the labeling adequate for the potential related use errors in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A patient contacted (B)(4) regarding assistance with a check your position alarm while using the homechoice (hc) during fill 1. The patient had already removed all the tape, checked for kinks/blockages, and could not see any fibrin. The patient did see a lot of air in the patient line. The patient wanted to start therapy over. (B)(4) assisted the patient in ending therapy. No injury or medical intervention was reported.